Event description:
Plaintiff alleges the development of latex allergy after exposure to latex gloves. Plaintiff alleges that the development of a type I allergy to latex has caused plaintiff to become disabled and unable to perform the customary and usual duties as a health care worker.